Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The r wave amplitude trend curve showed constant values between 3mv and 6mv. From (B)(6) 2019, the measurements showed 2.1mv. Furthermore the provided iegms demonstrated artifacts on the right ventricular channel leading to oversensing consistent with the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Approximately 124 months after implantation, ventricular oversensing was reported. No peculiarities were observed in the lead impedance. The therapy setting was set to off. The physician will decide whether to exchange the lead or implant new s-ICD.